Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The target lesion was the proximal to distal circumflex. The lesion was de novo, highly calcified and moderately tortuous. There was 90% stenosis. A gw crossed the lesion and a bc (falcon cto 1.0/10mm) was delivered to the lesion, but it would not cross the lesion. Then, a rotablator was conducted and 1st fire star (2.0/15mm: 1st complaint product) was delivered to the target lesion, but the physician felt something unusual while it was being delivered to the proximal lesion. Therefore, the fire star was removed from the patient and a kink was confirmed at the wire exit port of the distal shaft. Consequently, pre-dilation with a bc (lacrosse nse, 2.25/13mm) and 2nd fire star (2.5/15mm: 2nd complaint product) was conducted and three cypher stents were implanted. Kissing balloon technique was conducted for post-dilation with the 2nd fire star and with the cypher balloon, but the fire star ruptured while it was being inflated at 8atm. Rupture was confirmed by contrast medium leakage under cag. To finish the procedure, kissing balloon technique was conducted with a bc (nc sprinter, 2.5/15mm) and with the cypher balloon. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease (hcv). The physician did not indicate any anomalies prior to use. The balloons were properly prepped and were able to maintain negative pressure. The contrast to saline ratio was 1:1. The indeflator used was successfully used with other devices.